Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump malfunction; heparin overdose; nurse report: rn noticed at around 0300, that entire 250ml heparin bag infused over the course of about four hours. I hung a new bag at 2314, paused it at 0024 due to a high anti xa, then resumed at 0100. This appears to be a pump issue due to there still being a volume to be infused of 204.2ml, despite the empty bag of heparin (see picture). I stopped the infusion, pa notified and came to bedside. Protamine sulfate ordered, 62.5mg IV push with a rate of 5mg/min. Patient will be going for a head CT. It turned out negative, clinical engineering tested the pump and supplied tubing, able to duplicate a short burst of free flow of around 15-20 ml every 5 minutes or so. When I use my test tubing the free flow does not happen." Through customer follow up it was noted customer does not wish to send devices in to manufacturer for testing until cleared by internal management to be released. At this time, devices are not available for return.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump malfunction; heparin overdose; nurse report: rn noticed at around 0300, that entire 250ml heparin bag infused over the course of about four hours. I hung a new bag at 2314, paused it at 0024 due to a high anti xa, then resumed at 0100. This appears to be a pump issue due to there still being a volume to be infused of 204.2ml, despite the empty bag of heparin (see picture). I stopped the infusion, pa notified and came to bedside. Protamine sulfate ordered, 62.5mg IV push with a rate of 5mg/min. Patient will be going for a head CT. It turned out negative, clinical engineering tested the pump and supplied tubing, able to duplicate a short burst of free flow of around 15-20 ml every 5 minutes or so. When I use my test tubing the free flow does not happen." Through customer follow up it was noted customer does not wish to send devices in to manufacturer for testing until cleared by internal management to be released. At this time, devices are not available for return. Bd learned additional information from the customer through continued due diligence. It was reported by the customer that on 05 april 2023, their biomed downloaded logs and found "no relevant errors." The log showed that the pump was running at 11.75ml/hr. During event. The hospital's biomed then "ran pump with supplied tubing and pump immediately over infused around 10ml in 2 seconds." They kept the pump running and "it again over infused about 5 minutes later," around 15 ml. Bd representatives came on site and inspected the suspect pump module. Bd representative observed the platen's upper post hinge is broken. A request has been made to the customer to return the devices for bd investigation.

Manufacturer narrative:
Describe event or problem investigation summary: the reported issue of an over infusion of heparin was not able to be confirmed from the information available within the received event logs, and no devices were returned for analysis to confirm the report of observed ¿short burst of free flow of around 15-20 ml every 5 minutes or so¿ during clinical engineering¿s testing. The pump module s/n: (B)(6) or the administration set were not provided to bd for analysis; therefore, they could not be inspected or tested to confirm the reported findings by the clinical engineering departments claim of observed ¿short burst of free flow of around 15-20 ml every 5 minutes or so¿ during their testing. The pump module s/n: (B)(6) was recorded within the pcu event log to have been in use for the infusion of heparin on the date (B)(6)2023 at the time of 12:36 am. There was no report of an infusion discrepancy occurring with the prior infusions. The pump module was paused at the time of 11:11 pm. A new vtbi of 240ml was entered, and the safety clamp open alarm was recorded for a duration at 4 seconds. The infusion was restarted with the accumulated primary volume infused (pvi) recorded at 481.7ml. The pcu event log could not determine what the actual volume was contained in the heparin IV container either at the start or ending of the infusion. The heparin infusion was stopped on the date (B)(6)2023, at the time of 12:24 am, and was programmed with a 30 minute delay. The delay reached completion at the time of 12:55 am, generating a call back alarm. The infusion was started at the time of 12:59 am with the dose decreased to 8.9 units/kg/h and the remaining volume to be infused recorded at 225.592ml. The pvi was recorded at 496.108ml. The infusion was paused at the time of 3:06 am and the pump module was turned off at the time of 3:22 am. The activity recorded between the pausing of the infusion and the turning off the infusion were associated with evaluating the pump module and its programming. The pcu event log could not determine why the heparin infusion on the pump module s/n: (B)(6), calculated to infuse for approximately 22.5 hours at the time of 12:59 am, was instead terminated early after infusing for approximately 2 hours. The total calculated volume infused for the heparin infusion from the date (B)(6)2023, and time of 11:11 pm until the date (B)(6)2023, and time of 3:22 am is 35.776ml (517.476ml ¿ 481.7ml). Note that bd representatives came on site and inspected the suspect pump module. Bd representative observed that the platen's upper post hinge is broken. A request has been made to the customer to return the devices for bd investigation.

Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device return to manuf.? Device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, c, d codes, remedial action required and remedial action #. The reported issue of an over infusion of heparin was confirmed through replication testing performed on the suspect pump module. Periodic unregulated flow was replicated as reported to have been observed by the biomed¿s testing. The pump module s/n: (B)(6) was recorded within the pcu event log to have been in use for the infusion of heparin on the date: on (B)(6) 2023 at the time of 12:36 am. There was no report of an infusion discrepancy occurring with the prior infusions. The pump module was paused at the time of 11:11 pm. A new vtbi of 240ml was entered, and the safety clamp open alarm was recorded for a duration at 4 seconds. The infusion was restarted with the accumulated primary volume infused (pvi) recorded at 481.7ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The heparin infusion was stopped on the date: on (B)(6) 2023, at the time of 12:24 am, and was programmed with a 30 minute delay. The delay reached completion at the time of 12:55 am, generating a call back alarm. The infusion was started at the time of 12:59 am with the dose decreased to 8.9 units/kg/h and the remaining volume to be infused recorded at 225.592ml. The pvi was recorded at 496.108ml. The infusion was paused at the time of 3:06 am and the pump module was turned off at the time of 3:22 am. The activity recorded between the pausing of the infusion and the turning off the infusion were associated with evaluating the pump module and its programming. The pcu event log could not determine why the heparin infusion on the pump module s/n: (B)(6), calculated to infuse for approximately 22.5 hours at the time of 12:59 am, was instead terminated early after infusing for approximately 2 hours. The total calculated volume infused for the heparin infusion from the date on (B)(6) 2023, and time of 11:11 pm until the date on (B)(6) 2023, and time of 3:22 am is 35.776ml. This value is determined by subtracting the total volume recorded at the start of the infusion (481.7ml) from the total volume recorded at the termination of the infusion (517.476ml). The inspection and testing process observed a broken platen upper hinge post and replicated the occurrence of unregulated flow. Temporary replacement of the damaged platen assembly, for testing purposes only, resulted in the pump module passing the repeated unregulated flow and infusion rate accuracy testing process. The pump module had impact damage on the rear case. The investigation could not determine if this damage was associated with the broken upper platen hinge post or when the platen was damaged. Bd identified that use error was the cause for breakage at the upper platen hinge post. H3 other text: not applicable. Device evaluated by bd.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump malfunction; heparin overdose; nurse report: rn noticed at around 0300, that entire 250ml heparin bag infused over the course of about four hours. I hung a new bag at 2314, paused it at 0024 due to a high anti xa, then resumed at 0100. This appears to be a pump issue due to there still being a volume to be infused of 204.2ml, despite the empty bag of heparin (see picture). I stopped the infusion, pa notified and came to bedside. Protamine sulfate ordered, 62.5mg IV push with a rate of 5mg/min. Patient will be going for a head CT. It turned out negative, clinical engineering tested the pump and supplied tubing, able to duplicate a short burst of free flow of around 15-20 ml every 5 minutes or so. When I use my test tubing the free flow does not happen." Through customer follow up it was noted customer does not wish to send devices in to manufacturer for testing until cleared by internal management to be released. At this time, devices are not available for return. Bd learned additional information from the customer through continued due diligence. It was reported by the customer that on (B)(6) 2023, their biomed downloaded logs and found "no relevant errors." The log showed that the pump was running at 11.75ml/hr. During event. The hospital's biomed then "ran pump with supplied tubing and pump immediately over infused around 10ml in 2 seconds." They kept the pump running and "it again over infused about 5 minutes later," around 15 ml. Bd representatives came on site and inspected the suspect pump module. Bd representative observed the platen's upper post hinge is broken. A request has been made to the customer to return the devices for bd investigation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump malfunction; heparin overdose; nurse report: rn noticed at around 0300, that entire 250ml heparin bag infused over the course of about four hours. I hung a new bag at 2314, paused it at 0024 due to a high anti xa, then resumed at 0100. This appears to be a pump issue due to there still being a volume to be infused of 204.2ml, despite the empty bag of heparin (see picture). I stopped the infusion, pa notified and came to bedside. Protamine sulfate ordered, 62.5mg IV push with a rate of 5mg/min. Patient will be going for a head CT. It turned out negative, clinical engineering tested the pump and supplied tubing, able to duplicate a short burst of free flow of around 15-20 ml every 5 minutes or so. When I use my test tubing the free flow does not happen.". Through customer follow up it was noted customer does not wish to send devices in to manufacturer for testing until cleared by internal management to be released. At this time, devices are not available for return.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.